Event description:
Allegedly, the cup has loosened for this patient's left tha. It was indicated that this patient's cup and head were to be revised. Components not revised: profemur® modular femoral neck product ID: phax12xx / lot no.: ni. Profemur® renaissance® femoral stem product ID: pls0xxxx / lot no.: ni.